Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.